Event description:
It was reported that the deep brain stimulation (dbs) clinical patient enrolled in a4010 experienced a moderate wound healing disturbance located near the frontal-right of the dbs lead extension. The patient underwent a wound revision procedure with sutures. This serious adverse event was reported to have a causal relationship to the device hardware and was not related to the procedure or stimulation. Additional information was received providing the correct device model and serial number, the medical intervention administered was antibiotics, and the results of the culture taken came back positive for staphylococcus infection. The event has since resolved.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a moderate wound healing disturbance located near the frontal-right of the dbs lead extension. The patient underwent a wound revision procedure with sutures. This serious adverse event was reported to have a causal relationship to the device hardware and was not related to the procedure or stimulation.